Manufacturer narrative:
The following other hip devices were also listed in this report: titanium revision acetabular; cat# 509-02-56e, lot# w0rmmd. Meridian st hip stem #3/11mm; cat# 6265-0-006, lot# 71316210. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~4.0y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been (B)(4) other events for the reported lot. The pictures received were of the explanted femoral head, liner and shell. The components showed signs consistent with service in-vivo. No further observations could be made. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~4.0y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.